Event description:
It was reported that the home patient (hp) did not have a cap on the transfer set throughout the day; the caregiver (cg) noticed this during setup, and was advised to contact the registered nurse. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.